Manufacturer narrative:
(B)(4). Batch # p91m7k. Investigation summary: the device was received with the coating material of the housing flaking off. Based on prior investigations, the loose particles on the surface are likely aluminum oxide from the base material. It was connected to a generator, evaluated with a test instrument, and was found to be functional. Then when the instrument was disassembled to inspect the internal components, the moisture indicator was found to be positive. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal and this may be caused by a reduction of the compressive force on the distal seal. However, no definitive root cause could be concluded. It is probable that the ingress of moisture affected the handpiece functionality. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device had a quality issue. Patient consequence was not reported. No further information is available.